Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent revision surgery approximately one week post-implantation due to femoral loosening following a fall. Due diligence is in progress for this event; to date all available information has been provided.